Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ceiling-mounted lead shield cover on the monitor side of the room in ir1 has fallen off and needs to be screwed back on. Later, fse reattached the arm plastic cover. After reattached the arm plastic cover, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code were corrected.

Event description:
It has been reported to philips that the azurion 7 m20 system ceiling mounted lead shield cover had fallen off and needed to be reattached. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.